Event description:
Reportedly, difficulty in loading the sulu onto the endo gia universal stapler was experienced. The procedure was not able to be the performed laparoscopically, because the sulu did not load onto the stapler. Therefore, the procedure was converted to an open procedure. Procedure: intestinal resection. Pt status: unknown.